Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the connecting tube connectors were breaking and popping off mid cycle. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to b5. The manufacture date could not be identified at this time since the serial/lot was not provided. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. There was no abnormality found at the connecting tube, so we consider that the tube was not pushed all the way in when being connected (until a click was heard), or that foreign material, etc. Got caught at the connection part, making it impossible for the tube to be connected. The event can be detected by following the instructions for use (IFU): 9 preparation and inspection: 1. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the connecting tube connectors were breaking and popping off mid cycle. The issue occurred during reprocessing. There were no reports of patient harm or injury.